Event description:
It was reported that the customer had a crack on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer stated that his health care professional would like for him to get an upgrade to use with the sensor. Customer stated there was damage on the screen, around the pump, and on the battery compartment. Customer stated that the damage occurred due to wear and tear. Customer stated that the damage is on the corner of the screen. Customer had cracks all over the screen on the pump and the battery compartment. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump was received with cracked case on display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. No crack on lcd display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.